Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2020, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was damaged. There was alleged moisture within the battery compartment and the battery cap was worn and was unable to attach to the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.